Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The alleged touchscreen issue was unable to be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. Tandem technical support instructed customer to perform a pump reset and subsequently, the pump declared a malfunction. The customer's blood glucose level was 237 mg/dl. Customer reverted to manual injections for insulin therapy.